Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient is 2 months post-operative with vertical striae, and the doctor is certain the haptics are in the bag. It was noted that the lens was tilting inferiorly. After a yag was performed on the central posterior bag, the doctor didn't see immediate improvement. The patient's current treatment is a possible repeat yag.

Manufacturer narrative:
The device was not returned to b+l for evaluation. Therefore, a product evaluation could not be conducted. A retain sample from the same lot (7555518) was pulled for dimensional inspection. All measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.